Event description:
It was reported that the patient received inappropriate shocks. High threshold and low sensing were observed. Upon explant, twiddler's syndrome was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.